Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patients not crossing over. A technical support specialist (tss) connected with the customer and confirmed this was a case involving a profiled versus non-profiled machine. As profiling was not desired for this machine, the issue was resolved through an alternative method by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was not communicating with epic station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.